Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited t-wave oversensing. Technical services (ts) discussed programming options as troubleshooting. No adverse patient effects were reported. Currently, this ICD system remains in service.